Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy and diagnosis procedure combination procedure, the stapler's handle was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. There was no patient injury.